Event description:
It was reported that during a procedure, the fiber tip fell off after 41 minutes and 338,038 joules of use. The procedure was completed with another fiber. The fiber tip/cap was cleaned during the procedure. No patient or user clinical consequences occurred due to this event.

Event description:
It was reported that during a procedure, the fiber tip fell off after 41 minutes and 338,038 joules of use. The procedure was completed with another fiber. The fiber tip/cap was cleaned during the procedure. No patient or user clinical consequences occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device analysis revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.